Event description:
It was reported that when the devices were used during a lung lobectomy, the devices both jammed after closure on parenchyma. The devices stapled, but did not cut. Another device was used to complete the case. There was no consequence to the pt.